Manufacturer narrative:
(B)(4).

Event description:
The patient fell and one of her leads stopped working. The impedances were measured and were out of range. The patient was getting good therapy from the lead that worked. A revision was planned for july. Additional information has been requested, a follow-up report will be sent if additional information becomes available.